Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Only one of the devices were returned on (B)(4) 2015 - at this time it is unknown which matrix holding sleeve was returned, upon the investigation being completed the correct device that was return will be identified. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure, two (2) matrix long holding sleeves broke. Reportedly, one (1) sleeve had a piece of the thread break off and could not be found; however the thread was not retained within the patient. The second sleeve had a thread that was damaged and would no longer thread properly. No harm to the patient was reported. This report is for the matrix long holding sleeve which was damaged and would not thread. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was noted that the reported issue occurred during an l3-l5 fusion procedure.